Manufacturer narrative:
H6: evaluation code - method corrected from 4114 to 4117 since ins is still implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctor had requested a manufacturer representative (rep) perform reprogramming to try and get pain relief for the patient until the patient can have an epidural in the future. It was noted x-rays confirmed the system seemed to be okay. Patient services notified reps of the request for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in a motor vehicle accident and since then they experienced a loss of therapy. They had it cranked up but were unable to receive stimulation on the left side and felt it in the abdominal area on the right side when they first turned stimulation on. The patient experienced pain in the lumbar spine, primarily over the spinal cord and it radiated into their legs. They were also tender at their joints. The patient tried all the adjusting they could. They had x-rays performed and were told that the components looked fine. They were scheduled for an injection into their joint. No further complications reported.